Event description:
On (B)(6) 2014, the patient had a right total knee arthroplasty, due to pain. Depuy components were used. There were no complications noted. On (B)(6) 2020, the patient underwent a revision of right total knee replacement to address failed right total knee and aseptic tibial loosening at the tibial tray/cement interface, pain, and decreasing function. The femoral and insert components were removed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, b7, h6 (patient). Corrected: d6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address aseptic loosening. Date of implantation: (B)(6) 2011. Date of revision: (B)(6) 2020; (right knee). Treatment: femur, tibial tray, and insert revised. Were depuy components removed: yes.